Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient advised that for the past 2 months on approximately 5 occasions, she has experienced high blood glucose levels, including today where her blood glucose has risen to 25mmol/l. Patient has been to see her diabetic specialist nurse who has reviewed all aspects of her care and come to the conclusion that the pump is not delivering insulin as intended. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.